Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump powered off and would not turn on. Reportedly, the pump would not charge despite the attempted use of multiple cables and wall adapters. Customer reported an elevated blood glucose level of 251 (mg/dl). Customer administered a bolus to stabilize blood glucose level. The customer indicated backup insulin therapy was available for diabetes management.